Manufacturer narrative:
The field service representative performed a precision check and ise noise alarms were observed with the k electrode. He replaced all of the electrodes, pinch tubing, and sipper tubing. He cleaned the ise bath and ise sipper nozzle and changed the diluent syringe seals and sipper syringe seals. He performed ise checks and all results were within specification, no alarms were observed. The customer performed calibration and qc. The results were within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode, k electrode, and cl electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 158 mmol/l and the repeated result was 136 mmol/l. The initial k result was 4.4 mmol/l and the repeated result was 3.9 mmol/l. The initial cl result was 117 mmol/l and the repeated result was 99 mmol/l. The results were reported outside of the laboratory. The samples were repeated due to the patient's doctor questioning the results. The repeated results were performed on another module on (B)(6) 2022. The repeated results were believed to be correct. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.